Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
Customer reported he was trying to refill the reservoir. He pressed the button to rewind and the device started to act up and alarmed button error. Customer's blood glucose was 138 mg/dl. Customer reported he dropped it a long time ago and device continued working, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.